Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), constipation ("ask fro so softeners/didn't go to bathroom"), libido decreased ("sex drive has gone crazy which I can't do anything/ I did not enjoy sex at all"), flatulence ("it's very hydro even to pass gas"), procedural pain ("manage my pain/pain procedural pain"), micturition urgency ("something to my bladder/lot of pressure to go pee"), dysmenorrhoea ("painfull periods"), fatigue ("I m just too tired"), hypersomnia ("sleep all day and night"), abdominal pain upper ("stomach type ache"), pelvic pain ("sharp occasional pain"), flank pain ("side pain") and arthralgia ("joint pain around my hips/elbows pain") and underwent intestinal operation ("bowl repair"). The patient was treated with docusate and surgery (medical device removal and bowel repair). Essure was removed. At the time of the report, the menorrhagia, constipation, libido decreased, flatulence, procedural pain, micturition urgency, dysmenorrhoea, fatigue, hypersomnia, abdominal pain upper, pelvic pain, flank pain and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, constipation, dysmenorrhoea, fatigue, flank pain, flatulence, hypersomnia, intestinal operation, libido decreased, menorrhagia, micturition urgency, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case the following events were reported via social media- medical device removal, constipation, libido decreased, flatulence, procedural pain and urination urgency,heavy periods, painful periods, tired, sleep all day and night, stomach ache, sharp occasional pain, side pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event joint pain around my hips was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), constipation ("ask fro so softeners/didn't go to bathroom"), libido decreased ("sex drive has gone crazy which I can't do anything/ I did not enjoy sex at all"), flatulence ("it's very hydro even to pass gas"), procedural pain ("manage my pain/pain procedural pain"), micturition urgency ("something to my bladder/lot of pressure to go pee"), dysmenorrhoea ("painfull periods"), fatigue ("I m just too tired"), hypersomnia ("sleep all day and night"), abdominal pain upper ("stomach type ache"), pelvic pain ("sharp occasional pain"), flank pain ("side pain") and arthralgia ("joint pain around my hips/elbows pain"), underwent intestinal operation ("bowl repair") and was found to have weight increased ("weight gain"). The patient was treated with docusate and surgery (medical device removal and bowel repair). Essure was removed. At the time of the report, the menorrhagia, constipation, libido decreased, flatulence, procedural pain, micturition urgency, intestinal operation, dysmenorrhoea, fatigue, hypersomnia, abdominal pain upper, pelvic pain, flank pain and arthralgia outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain upper, arthralgia, constipation, dysmenorrhoea, fatigue, flank pain, flatulence, hypersomnia, intestinal operation, libido decreased, menorrhagia, micturition urgency, pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case the following events were reported via social media- medical device removal, constipation, libido decreased, flatulence, procedural pain and urination urgency,heavy periods, painful periods, tired, sleep all day and night, stomach ache, sharp occasional pain, side pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media follow up received: new event weight gain was added. Reporter from social media was added. On (B)(6) 2020: content received from social media: new reporter was added. No additional information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') and constipation ('ask fro so softeners/didn't go to bathroom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), constipation (seriousness criterion medically significant), libido decreased ("sex drive has gone crazy which I can't do anything/ I did not enjoy sex at all"), flatulence ("it's very hydro even to pass gas"), procedural pain ("manage my pain"), micturition urgency ("something to my bladder/lot of pressure to go pee"), dysmenorrhoea ("painful periods"), fatigue ("I m just too tired") and hypersomnia ("sleep all day and night") and underwent intestinal operation ("bowl repair"). The patient was treated with docusate and surgery (medical device removal and bowel repair). Essure was removed. At the time of the report, the menorrhagia, constipation, libido decreased, flatulence, procedural pain, micturition urgency, dysmenorrhoea, fatigue and hypersomnia outcome was unknown. The reporter considered constipation, dysmenorrhoea, fatigue, flatulence, hypersomnia, intestinal operation, libido decreased, menorrhagia, micturition urgency and procedural pain to be related to essure. Concerning the injuries reported in this case the following events were reported via social media- medical device removal, constipation, libido decreased, flatulence, procedural pain and urination urgency,heavy periods, painful periods, tired, sleep all day and night. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new social media document received. New events added: heavy periods, painful periods, tired, sleep all day and night. Event medical device removal was replaced was deleted & surgery marked to menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery 20 days ago') and constipation ('ask fro so softeners/didn't go to bathroom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and intestinal operation ("bowl repair") and experienced constipation (seriousness criterion medically significant), libido decreased ("sex drive has gone crazy which I can't do anything/ I did not enjoy sex at all"), flatulence ("it's very hydro even to pass gas"), procedural pain ("manage my pain") and micturition urgency ("something to my bladder/lot of pressure to go pee"). The patient was treated with docusate and surgery (bowel repair). Essure was removed. At the time of the report, the medical device removal, constipation, libido decreased, flatulence, procedural pain and micturition urgency outcome was unknown. The reporter considered constipation, flatulence, intestinal operation, libido decreased, medical device removal, micturition urgency and procedural pain to be related to essure. Concerning the injuries reported in this case the following events were reported via social media- medical device removal, constipation, libido decreased, flatulence, procedural pain and urination urgency of. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this report was detected to be a duplicate to record# us-bayer-2019-126234 (medwatch 3500a MFR number 2951250-2019-03327) from which all information was transferred to this case (2019-124627), then duplicate record us-bayer-2019-126234 will be deleted. No new information incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), constipation ("ask for so softeners/didn't go to bathroom"), libido decreased ("sex drive has gone crazy which I can't do anything/ I did not enjoy sex at all"), flatulence ("it's very hydro even to pass gas"), procedural pain ("manage my pain/pain procedural pain"), micturition urgency ("something to my bladder/lot of pressure to go pee"), dysmenorrhoea ("painful periods"), fatigue ("I m just too tired"), hypersomnia ("sleep all day and night"), abdominal pain upper ("stomach type ache"), pelvic pain ("sharp occasional pain") and flank pain ("side pain") and underwent intestinal operation ("bowl repair"). The patient was treated with docusate and surgery (medical device removal and bowel repair). Essure was removed. At the time of the report, the menorrhagia, constipation, libido decreased, flatulence, procedural pain, micturition urgency, dysmenorrhoea, fatigue, hypersomnia, abdominal pain upper, pelvic pain and flank pain outcome was unknown. The reporter considered abdominal pain upper, constipation, dysmenorrhoea, fatigue, flank pain, flatulence, hypersomnia, intestinal operation, libido decreased, menorrhagia, micturition urgency, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case the following events were reported via social media- medical device removal, constipation, libido decreased, flatulence, procedural pain and urination urgency, heavy periods, painful periods, tired, sleep all day and night, stomach ache, sharp occasional pain, side pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: content from social media received. Event- stomach ache, sharp occasional pain, side pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), constipation ("ask fro so softeners/didn't go to bathroom"), libido decreased ("sex drive has gone crazy which I can't do anything/ I did not enjoy sex at all"), flatulence ("it's very hydro even to pass gas"), procedural pain ("manage my pain/pain procedural pain"), micturition urgency ("something to my bladder/lot of pressure to go pee"), dysmenorrhoea ("painful periods"), fatigue ("I m just too tired"), hypersomnia ("sleep all day and night"), abdominal pain upper ("stomach type ache"), pelvic pain ("sharp occasional pain"), flank pain ("side pain") and arthralgia ("joint pain around my hips/elbows pain"), underwent intestinal operation ("bowl repair") and was found to have weight increased ("weight gain"). The patient was treated with docusate and surgery (medical device removal and bowel repair). Essure was removed. At the time of the report, the menorrhagia, constipation, libido decreased, flatulence, procedural pain, micturition urgency, intestinal operation, dysmenorrhoea, fatigue, hypersomnia, abdominal pain upper, pelvic pain, flank pain and arthralgia outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain upper, arthralgia, constipation, dysmenorrhoea, fatigue, flank pain, flatulence, hypersomnia, intestinal operation, libido decreased, menorrhagia, micturition urgency, pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case the following events were reported via social media- medical device removal, constipation, libido decreased, flatulence, procedural pain and urination urgency,heavy periods, painful periods, tired, sleep all day and night, stomach ache, sharp occasional pain, side pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media follow up received: new event weight gain was added. Reporter from social media was added. On 23-mar-2020: content received from social media: new reporter was added. No additional information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery') and constipation ('ask fro so softeners/didn't go to bathroom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and intestinal operation ("bowl repair") and experienced constipation (seriousness criterion medically significant), libido decreased ("sex drive has gone crazy which I can't do anything/ I did not enjoy sex at all"), flatulence ("it's very hydro even to pass gas"), procedural pain ("manage my pain") and micturition urgency ("something to my bladder/lot of pressure to go pee"). The patient was treated with docusate and surgery (bowel repair). Essure was removed. At the time of the report, the medical device removal, constipation, libido decreased, flatulence, procedural pain and micturition urgency outcome was unknown. The reporter considered constipation, flatulence, intestinal operation, libido decreased, medical device removal, micturition urgency and procedural pain to be related to essure. Concerning the injuries reported in this case the following events were reported via social media- medical device removal, constipation, libido decreased, flatulence, procedural pain and urination urgency of. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.